Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the device was manufactured. The device was returned to an olympus repair facility, and an evaluation of the device was performed. Upon inspection and testing of the unit, the reported problem was confirmed, caused by a faulty cable. The event can be detected or prevented by following these guidelines: "follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly during the examination. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged.¿ the root cause of the reported problem could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that during inspection for use, there was no image displayed from the 4k camera head. The unspecified intended diagnostic procedure was completed using another device. There was no delay to the procedure, and no patient or user injury was reported due to the event.